Manufacturer narrative:
The customer has not returned the unit to beckman coulter. Customer technical support (cts) provided customer with a replacement unit. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported to beckman coulter (bec) that the rt12 rotor broke apart inside the statspin ssvt-1 centrifuge unit. The safety shield was in use at the time of the event. No materials escaped the centrifuge unit. There is no report of injury to the operator or exposure due to this event.